Event description:
It was reported by the affiliate that the (1) mcl20 and the (1) mcm20 were used during an unknown procedure. It was reported that the clips would not feed. The case was completed with another instrument and there was no consequence to the patient.